Event description:
It was reported that the pt complains of pain in left hip and can't walk.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: unk, 30mm 132deg rejuvenate neck. Unk 54mm tritanium acetabular. Unk, 32mm-4 head. Unk, 32mm 10deg x3 liner. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experienced. A supplemental report will be submitted upon completion of the investigation.